Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed r wave amplitude variation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of r-wave amplitude variation and unacceptable capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.